Event description:
We have had three reports of patient monitors showing asystole since our teleflex neptune humidifiers have been upgraded as required by their january 2010 urgent medical device recall. We have been unable to reproduce the issue in our department. In all cases, when the humidifier was discontinued, the problem went away. Staff had been informed about the possible issues with these humidifiers and were following the manufacturer's recommendations. We had not seen this issue prior to the recent upgrade performed as result of the recall.====================== health professional's impression======================unclear what the humidifier is doing to cause the problem. We have been unable to recreate the problem in our lab setting.====================== manufacturer response for heated humidifier, conchatherm neptune heated humidifier======================we sent the information to the humidifier manufacturer in april. To date, we have received no response. We have notified philips medical today to make them aware.